Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, during a transfemoral tavr procedure with a 20 mm sapien 3 ultra resilia valve, the degree of calcification was moderate. A 14fr esheath+ was inserted by cutdown, and the valve was implanted as planned. On postoperative day (pod) 2, decreased blood flow in the right lower extremity was observed. Since a stenosis of the right femoral artery was suspected, a thrombectomy was performed by cutdown. During the thrombectomy, thrombus and a piece of the esheath+ were extracted. A patch plasty was performed, and the operation was completed. A piece of the esheath+ had remained in the vessel. Due to concerns of a vascular complication caused by the small minimum luminal diameter, the esheath+ was withdrawn without inserting an introducer. No additional patient complications were reported.

Manufacturer narrative:
Correction made to b.3. Additions made to b.5 and h.6: device code.

Event description:
As reported by our edwards lifesciences japanese affiliate, during a transfemoral tavr procedure with a 20 mm sapien 3 ultra resilia valve, the degree of calcification was moderate. A 14fr esheath+ was inserted by cutdown, and the valve was implanted as planned. On postoperative day (pod) 2, decreased blood flow in the right lower extremity was observed. Since a stenosis of the right femoral artery was suspected, a thrombectomy was performed by cutdown. During the thrombectomy, thrombus and a piece of the esheath+ were extracted. A patch plasty was performed, and the operation was completed. A piece of the esheath+ had remained in the vessel. Due to concerns of a vascular complication caused by the small minimum luminal diameter, the esheath+ was withdrawn without inserting an introducer. No additional patient complications were reported. Insertion difficulty of the esheath+ and delivery system occurred during the tavr. The imagery review performed by engineering revealed a strip of blue hdpe material appeared to have been extracted.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: impact code, type of investigation, investigation findings, and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of the image provided showed what appears to be a strip of blue hdpe material that was extracted, confirming the complaint event. Imagery of the patient screening CT scan 3mensio report revealed access vessel with calcification and undersized dimensions were present in the right access vessel. The minimal luminal diameter for the 14f esheath+ is greater than or equal to 5.5 mm. Per report, the access vessel (right femoral artery), the degree of calcification was moderate, tortuosity was mild, and the minimum luminal diameter (mld) was 4.9 mm. The complaints of resistance between the delivery system and esheath+ and component separation during use were confirmed based on the provided imagery. According to the event description, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) with a 14f esheath inserted by cutdown. Additionally, received information clarified that resistance was experienced during sheath insertion and delivery system advancement. In this case, imagery confirmed calcified and undersized vessel characteristics, which could create a constrained condition during sheath insertion and/or passage of delivery system through the sheath, leading to increased resistance. It is also possible that the sheath shaft got caught on sharp calcium nodules. If device manipulation was applied to overcome associated resistance (during sheath placement and/or system advancement), the sheath-calcium interaction could lead to tearing and separation of hdpe material. Available information suggests that patient factors (calcification, under-sized vessels) and/or procedural factors (device manipulation) may have contributed to the reported event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.